Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal to mid left anterior descending (lad) artery. This procedure was performed for in-stent restenosis for a non bsc stent. The lesion was predilated with a 2.0x12mm quantum maverick balloon and then a 2.50x12mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but was unable to cross the placed stent. When the device was removed from the pt, it was noticed that the proximal edge of the des was lifted up. The device was changed to a non bsc device and the procedure was successfully completed. No pt complications were reported with the pt's current condition listed as "good".